Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Same case as: 2134265-2009-02336, 2134265-2009-02338, 2134265-2009-02340, 2134265-2009-02343. It was reported that during a coronary drug eluting stenting treatment procedure, a dissection occurred. The pt presented with chest pain, angina and an ejection fraction of 50-55%. Angiography showed no significant disease in the left main and in-stent restenosis of an unk stent in the left anterior descending artery (lad). The in-stent restenosis was measured to be 75%. An 8f mach 1 fr4 guide catheter, pt2 wire and 2.0x20mm maverick balloon were advanced to he lesion and the balloon was inflated to 12 atms for 28 seconds. A 2.25x24mm taxus atom drug eluting stent was deployed in the distal lad and a 2.5x32mm taxus liberte' drug eluting stent was deployed in the mid lad. Immediate post stenting angiography showed the reduction of stenosis to 0%. A short time later, an spiral dissection occurred that started in the proximal lad and continued through the entire circumflex and into the 1st obtuse marginal artery. After the dissection the ejection fraction lowered to 40-45%, there was a subtotal occlusion of the lad and the pt complained of chest pain. The physician attempted to treat the dissection by placing a 2.25x24mm taxus atom in the proximal lad and a 3.0x32mm taxus liberte' in the left main but could not cover the dissection. A 2.5x20mm maverick balloon was advanced the lesion but could not cross. The wire in the circumflex was lost and the physician could not get a guide wire back into the vessel. At this point the procedure was aborted as the dissection flap could not be covered and the physician could not reach the true lumen. The pt was sent for emergent surgery. No further pt injuries or complications occurred. The pt was discharged in satisfactory condition 7 days after surgery.